Manufacturer narrative:
The reported failure of evt_mach_flow_drift_high is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo, korea device was returned to the manufacturer for evaluation. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician observed a ventilator inoperative alarm, including ventilator inoperative error code e155 (evt_mach_flow_drift_high - machine flow sensor drift above the specification (>0.2lpm)). The system printed circuit assembly (pca) and machine flow sensor need replaced to address this error codes. Additionally, the device data identified unrelated error codes. These error codes were consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. The in-line filter prox was also clogged with dust and was replaced. Due to the 4-year preventative maintenance assessment, the inlet filter and muffler were replaced, and the valve and battery were confirmed to be in normal condition. The software was upgraded to version 1.06.10. After the evaluation was complete, the unit passed final testing.